Event description:
According to the reporter, when nurses went to use the 23 cm (centimeters) line for dialysis as usual, they noted that the cuff was out, and the line was dislodged. It was also stated that the patient presented for dialysis, and nursing staff thought the line was 2-3 cm from the original stitch markers, and they could see the cuff at entry site. There was nothing unusual observed on the device prior to use and there were no other defects or damages found on the product. The standard cleaning of dialysis catheter in the unit were with green clinell device wipes 2% chlorhexidine 70% alcohol, and bd chloraprep on dressing change days. Lines were dressed with 3m - tegaderm chg (chlorhexidine gluconate) dressings. The line was unable to dialyze or flush due to poor flow. There were no other products being utilized with the device. As a remedial action, the line was removed. Since the line was unable to be used for dialysis, a temporary femoral line was placed, and a tunneled line was replaced when the slot became available. Treatment was completed via the femoral line. The placement of a temporary femoral line and the insertion of a new tunneled line were the interventions and treatments provided as a result of the event. There was no blood loss and no blood transfusion was required. There was no reported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.